Event description:
It was reported that the customer had a button error and keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the esc button delay responded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer is a replacement insulin pump due to button error.

Manufacturer narrative:
The insulin pump was received with keypad buttons responding properly. No button error alarms noted during testing. The keypad connector was inspected and no anomalies noted. The insulin pump had minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.